Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified bd tube was missing additive. The following information was provided by the initial reporter: "material no. Unknown (gold top), batch no. Unknown (2 of 3). It was reported customer experienced fibrin issues during survey. Verbiage received during survey, - "please create a case or add to existing case for the following: (B)(6), lab supervisor at cape coral hospital claims that their lab has been experiencing the following issues: blue top citrate tube consistently over-fills for all tubes. She said that she complained about this last year but has not received a call-back. Gold top: states there is a change in this tube which causes fibrin to form. This has only recently occurred. Lavender edta: the plates clump and they have to adjust the time for processing. The reporter would like to be called to discuss these issues.""